Manufacturer narrative:
(B)(4).other device used: catalog #00877503603, biolox delta ceramic head, lot #2602727 manufactured by zimmer (B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the patient fell and dislocated their hip. A closed reduction was performed.

Manufacturer narrative:
The condition of the components is unknown, since the devices still remain implanted. Review of the device history records for the head and liner did not find any deviations or anomalies. These devices are used for treatment. Review of the implantation operative notes confirms that the patient underwent a left total hip arthroplasty due to left hip arthritis, pain and dysfunction. The trial components gave good range of motion, good stability, good leg length, with no impingement of osteophytes. The trials were removed and final components were implanted. No complications noted. However; it is also noted as an addendum to surgery that the patient had severe protrusion and restricted motion during the surgery with difficult dislocation. Progress notes state that the patient had excellent range of motion. It also notes that the radiographic evaluation showed a well fixed, well aligned left total hip arthroplasty with no signs of loosening or failure. It is reported that the patient fell and dislocated her hip and on (B)(6) 2013 the patient's hip was successfully reduced, patient fitted with a brace and the issue was resolved. It was also reported that the patient sometimes participates in mild activities such as walking, limited housework and limited shopping. Product history search revealed no additional complaints against the related part and lot combinations. Review of the compatibility of the devices confirmed that these are an approved compatible combination. It is likely that the patient accident caused the reported dislocation.